Manufacturer narrative:
Additional info: d.4;h.4.

Event description:
It was reported that (2) lvp devices had dim led segments. There was no patient involvement as customer confirmed that the issue was found during preventive maintenance .

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that (2) lvp devices had dim led segments. There was no patient involvement as customer confirmed that the issue was found during preventive maintenance .